Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that impedances checked out ¿ok¿ before their implantable neuro stimulator (ins) was replaced. When the impedances were checked with the new ins all were out of range with values of >20,000 ohms. They went up to 1.5 volts because of the patient¿s tolerance. The doctor cleaned the leads and switched them but the impedances were still out of range. When the use a trial cable with the leads the impedances were fine at 1.5 volts although the patient jumped a bit on the table during the test. A new ins was opened and impedances were fine. The patient was able to be closed at the procedure with good values. It was believed that the top of the leads were touching. The device was going to be returned to the device manufacturer because it failed. Follow up information received from the healthcare professional (hcp) reported that the ins was never fully implanted in the patient and could not get good acceptable communication. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis on the returned neurostimulator model 37702, serial # (B)(4) showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.